Manufacturer narrative:
The customer reported that the device failed to recognize the test load, and the autotest indicated a power pca failure. A philips rep evaluated the device and determined that the power pca had malfunctioned. Replacing the power pca resolved the issues.

Event description:
The customer reported that the device failed to recognize the test load, and the autotest indicated a power pca failure.